Manufacturer narrative:
A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number . H4: device manufacture date: unknown due to unknown lot number. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the vascular surgeon had been performing an angiogram of some type a few days before and had gotten retrograde access in the left common femoral artery (cfa), directly below a stent that extended from the external iliac artery, into the cfa. An angiogram of the cfa was obtained prior to closing and showed that the puncture was within millimeters of the stent. An angio-seal was used for closure. A few days later the patient began complaining about leg pain and was brought in for a computed tomography angiography (cta). The cta showed an occlusion of one of the vessels in the left profunda artery (their superficial femoral artery (sfa) was chronically occluded). The interventional radiology physician was notified from the vascular surgeon about a possible angio-seal that was intralumenal and blocking the profunda artery. The interventional radiology (ir) physician gained access via the brachial artery and was able to retrieve the angio-seal device with a pounce thrombectomy device. The angio-seal in its entirety was able to be removed. There was no blood loss. The procedure for the patient prior to angio-seal deployment was a lower extremity angiogram with intervention. Additional information was received on 18jun2025: the angio-seal product was 6fr. The original procedure was (B)(6) 2025. The interventional radiology (ir) procedure to remove the angio-seal was on (B)(6) 2025. The patient began having symptoms and complaining of some leg pain, so they went in on (B)(6) 2025 for an ultrasound and computed tomography angiography (cta). Regarding initial placement of the angio-seal, a 5fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion were noted in dictation. There were no issues with insertion, deployment, or withdrawal of the device were noted in dictation. The angio-seal did not provide hemostasis. The vascular surgeon noted that there was bleeding post deployment of the angio-seal, and 15-20 minutes of pressure was held to obtain hemostasis. Regarding occlusion: distal pulses were diminished. There was no disease or dissection present in the access site artery.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for vessel occlusion. The exact root cause cannot be determined. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).